Event description:
The report stated that during a vaginal hysterectomy, the jaws of the handpiece would not open. The surgeon tried to manually open the device and still could not get the jaws to release from the patient tissue. The surgeon clamped around the device and cut it out. The total blood loss during case was 300 cc's, but it was not reported how much may have been related to removing the handpiece.

Manufacturer narrative:
The incident device evaluation showed the device failure is apparently the result of misuse. The jaws appear to have been clamped on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.